Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation .this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, missing piece of the shell, crease fold, calcification and openings. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening, broken sharp in the device. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on the device due to an unidentified (tear) opening.; a sharp broken on the device due to an unidentified (tear) opening; missing piece of the shell due to inconclusive.

Event description:
Device was explanted.